Event description:
It was reported that during an atrial fibrillation ablation procedure, the irrigation port detached from the catheter. Several hours into the procedure and after multiple ablations, the irrigation tubing port broke off from the catheter handle. There were no noticeable ablation errors prior to this event. The catheter was replaced with a similar model with no further issues. There were no patient complications.

Manufacturer narrative:
(B)(4). Method: process evaluation. Visual inspection of the returned catheter revealed the luer extension tube broke at the handle edge and separated from the handle. Further functional testing of the catheter could not be performed due to this separation. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with supplier quality. A quality improvement project was initiated to investigate the issue and improve the process. As a result, improvements to the tubing quality and improvements to the internal inspection process have been instituted. Sjm partnered with the vendor of the tubing and determined that the material was not processed with the necessary conditions to ensure optimum tubing quality; the process has been improved by the vendor in order to prevent potentially defective tubing from being utilized during the manufacturing process, sjm has additionally instituted a new testing fixture that improves our ability to detect the nonconforming tubing.